Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a higher reading from her adc freestyle libre sensor than a reading from a competitor meter. Customer further reported that on (B)(6) 2018 at 8:30 am she received a sensor scan result of 125 mg/dl compared to a competitor meter reading of 44 mg/dl. Customer subsequently experienced both a loss of consciousness and a seizure. Paramedics were called and upon arrival administered a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a higher reading from her adc freestyle libre sensor than a reading from a competitor meter. Customer further reported that on (B)(6) 2018 at 8:30 am she received a sensor scan result of 125 mg/dl compared to a competitor meter reading of 44 mg/dl. Customer subsequently experienced both a loss of consciousness and a seizure. Paramedics were called and upon arrival administered a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.